Manufacturer narrative:
Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4). The device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device availability date was incorrect in the initial report. The date has been updated from 12/26/2018 to 1/6/2019. The manufacturer location was unknown in the initial report. The location has been updated to (B)(4). The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/13/2016. The UDI has been updated accordingly. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the control unit was not functioning and was defective. It was further determined that the electronic control unit (ecu) was faulty and the handpiece was unable to operate in forward mode. It was further determined that the device failed pretest for function test ¿ forward ¿and ¿ reverse ¿, check trigger and ecu (electric control unit) function, and functional test. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer/drill device could not function in forward mode and would vibrate and work continuously on reverse mode. It was further reported that nothing seemed to work when the trigger was pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.